Manufacturer narrative:
On (B)(6) 2019, mentor became aware that section h1. Type of reportable event was populated incorrectly. The correct answer, which is malfunction, has been selected. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received permission to further analyze the device. On (B)(6)2020, additional information was obtained by further evaluating the suspected medical device. Investigation summary: microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, a tear was noted in the anterior view, measuring approximately 2.0 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 325cc mentor memorygel breast implant being used for a primary breast augmentation ruptured intraoperatively. No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.